Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in cycle one of treatment. Upon removing the tubing set from the cycler, moisture was noticed on the back of the cassette. The origin of the leak could not be identified; no holes or tears were noticed. Patient did not receive any antibiotics, had no infections and did not require any medical intervention. The sample was discarded by the patient, sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.